Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. It was reported that the pt feels discomfort in the middle of her back. Efforts to resolve this matter through reprogramming have been unsuccessful. There are no plans for surgical intervention at this time. The lot number for the lead is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.